Manufacturer narrative:
Completed information for section a1 patient identifier: (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08d06-29 that has a similar product distributed in the us, list number 8d06-31/ 41.

Event description:
The customer observed false nonreactive architect syphilis tp results for one patient that was questioned by the physician. The following data was provided (interpretation of results: <1.00 s/co is nonreactive): 13sep2024 sid 324091326244 initial result = 0.93 s/co, repeats (after the initial result was questioned by the physician) = 1.02 s/co and 0.96 s/co, roche = 2.00 s/co additional information was provided by the customer: the patient gave birth to a baby girl and the syphilis results were reactive at 1.36 s/co and 1.33 s/co. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in-house testing, and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did not identify an increase in complaint activity for lot 59472be01. The ticket trending review did not identify any related trend regarding commonalities for lot number 59472be01 and issue. A device history record review did not identify any nonconformances, potential nonconformances, or deviations associated with the lot 59472be01 and complaint issue. In-house sensitivity testing of a retained reagent kit lot number 59472be00, which contains the same bulk material as lot 59472be01 of the complaint lot, was performed. All controls met specifications and no false non-reactive results were obtained, showing that the lot generates the expected results. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect syphilis tp reagent lot 59472be01 was identified.

Event description:
The customer observed false nonreactive architect syphilis tp results for one patient that was questioned by the physician. The following data was provided (interpretation of results: <1.00 s/co is nonreactive): on (B)(6) 2024, sid (B)(6), initial result = 0.93 s/co, repeats (after the initial result was questioned by the physician) = 1.02 s/co and 0.96 s/co, roche = 2.00 s/co. Additional information was provided by the customer: the patient gave birth to a baby girl and the syphilis results were reactive at 1.36 s/co and 1.33 s/co. No impact to patient management was reported.